Event description:
On (B) (6) 2010, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that the onetouch ultra2 meter displayed the battery indicator icon. The medical surveillance specialist (mss) was unable to reach the pt/reporter for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The reporter said the issue started on (B) (6). The reporter said the pt takes humalog and lantus insulin as well as metformin for his diabetes. She said the pt took increased doses of his diabetes medication when the issue started. She said that a day after the product issue started, the pt felt symptoms of weakness and blurred vision. The reporter denied that the pt received any treatment. By replacing batteries in the meter with new batteries, the issue was resolved. Although details of the pt's management of diabetes are unk, this complaint is being reported because it was alleged that the pt suffered symptoms that may have been indicative of severe hyperglycemia after the product issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.